Manufacturer narrative:
Additional information related to the event will be available after investigation of returned device, which could be addressed in a follow-up report.

Event description:
(B)(6) received 3 vt200's with lot number j000078. Unfortunately, they used all 3 prior to us letting them know of the leaking possibility, and all three were leaking, one being on a patient. 2 were thrown away, but they do still have one that was removed from a primed circuit due to leaking.